Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited ventricular undersensing. No patient symptoms were reported. There was ventricular functional loss of capture following the undersensed beats. Programming changes were made to resolve the issue. There were no adverse health consequences to the patient.